Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot # 4258121): 1) the products of this batch were assembled at intima ii auto line 3 in oct 2024 and packaged at r240 package line in oct 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the extension tubing batches used in this batch of products is 4264510, review the raw material inspection records, no abnormalities. 2. The customer returned 2 samples (the actual affected sample and a matching sample from the same lot). 1) one of the extension tubing was broken, and the fracture location was about 3 cms away from the pp connector. The extension tube did not show obvious deformation, and the fracture surface of the extension tube seems to be flat. The other sample is the same batch of product as the complaint sample, the unit package has been opened, the sku is 383019, and the batch number is 4258121. 2) perform on this returned sample 45psi leakage test, the pull strength test between the extension tubing and the pp connector, and the pull strength test between the extension tubing and the catheter hub, the test results are all within the product specifications. 3. Take the retained sample of this batch for relevant functional tests: 45psi leakage test, the pull strength test between the extension tubing and the pp connector, and the pull strength test between the extension tubing and the catheter hub. The test results are all within the product specifications. 4. Analysis of possible causes: 1) according to the instructions for the indwelling needle, users should check the condition of the indwelling needle before use. According to the analysis of the returned samples, if the break in the extension tube existed before the use of the indwelling needle, leakage is bound to occur after the puncture is completed, and it can be detected immediately. It was found the next day after use that the extension tube had fractured, indicating that the indwelling needle was normal both before and during use, while also stating that there were no quality issues with the indwelling needle product. 2) no obvious deformation is found in the extension tubing, indicating that the extension tube was not broken by pull of external force. 3) the fracture surface of the extension tubing seems to be flat, which indicates that the extension tubing may not have been discovered in time after being scratched by a sharp object and could break along the scratch when under stress again. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. The returned sample shows that the extension tubing is fractured, based on the analysis results of the defective samples, the fracture of the extended tube is not caused by the factory, but by an unknown tool. The plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm tubing was defective / damaged the second hospital of zhejiang university, school of medicine, reported that the ccu feedback cannula 383019--20g extension tubing was broken. The head nurse reported that during the evening rounds on (B)(6) 2025, the patient's cannula appeared to be intact, and the y-shaped end was fixed to the patient's arm. The next morning, it was found that the y-shaped end of the cannula, along with part of the extension tubing, had broken off and was lying on the patient's bed. The pinch clamp was closed, there was no blood return at the patient's end, and the patient had no adverse reactions. During this period, no clinical treatment such as infusion was performed on the cannula. (As shown in the attached picture)